Event description:
It was reported that the patient presented for an non-device related ablation procedure. During the procedure, it was noted that inappropriate pacing was occurring which coincided with the delivery of rf energy from the ablation procedure. No programming changes were made during the ablation procedure. After the procedure, the patient's pacemaker was interrogated and erroneous longevity and impedance values were noted. The device was reinterrogated and the values had returned to normal range. The patient will be monitored.

Event description:
New information received notes that the device may have gone into asynchronous pacing or pacing inhibition due to electromagnetic interference from the radio frequency (rf) ablation as protective measure.

Manufacturer narrative:
The reported events of the radio frequency (rf) ablation causing unintended pacing and out-of-range impedance and varying longevity estimation were confirmed. The rf energy emitted from the ablation system can cause unintended cardiac stimulation. The out-of-range impedance measurements were likely due to the rf signal of ablation interfering with measurement signal as the data measurement occurred within the window of ablation. The longevity variation was due to a software anomaly, which is being assessed for a potential future enhancement.